Event description:
Same case as voluntary report number: (B)(4). The medwatch report (B)(4) reported that stent damage occurred during a coronary stenting treatment procedure. The 2.75x38mm taxus ion stent accordioned in the vessel during deployment. Stent thrombosis occurred resulting in ami. Confirmed angiographically, unable to reopen vessel.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).